Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited oversensing of sense b node noise resulting in multiple inappropriate shocks. Device data was sent to rhythmcare for review. Rhythmcare discussed possible causes and recommended troubleshooting and performing an x-ray to evaluated electrode to header connection. This system remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise that was consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode; however, there was no conclusive evidence of a specific cause. Please see the "nature of incident" field for more information regarding the specific circumstances of this event.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited oversensing of sense b node noise resulting in multiple inappropriate shocks. Device data was sent to rhythmcare for review. Rhythmcare discussed possible causes and recommended troubleshooting and performing an x-ray to evaluated electrode to header connection. This system remains in service. No additional adverse patient effects were reported.